Event description:
It was reported that (1) tsw35 was used during a unknown procedure. It was reported by the rep that reportedly the stapler "failed to fire" during the case.(case unknown). Opened another device to complete the case. There was no consequence to pt.